Event description:
It was reported that not all alarms were audibly alarming. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant spoke with the customer and pulled audit logs from the event to troubleshoot the issue. The audit logs were pulled and reviewed for multiple instances of an alleged failure to alarm. The review indicated that no malfunction occurred. The customer was informed of the findings and indicated that they would change their work flow. The device remains onsite and in use.